Event description:
Distributor reports higher than expected act+ results with hemochron elite microcoagulation system. During an embolisation treatment, the baseline act test result was 230 seconds and a repeated test result was 220 seconds, which was not as expected because patient had not been administered any heparin. A comparison test was performed using a different/second lot of cuvettes as a reference. Result with the first cuvette lot generated 230 seconds and result with the second cuvette lot generated 130 seconds following an unspecified dose of heparin being administered. Customer indicated a delay in the procedure as they needed to go to a different department to obtain the second lot of cuvettes. The procedure continued using the second lot of cuvettes for act testing. No patient adverse event(s) reported. Act target range for the procedure was not provided. For further troubleshooting, the customer performed another comparison test on the patient the next day and generated 130 seconds with the first cuvette lot and 104 seconds with the second cuvette lot. This event occurred outside of the united states.

Manufacturer narrative:
(B)(4). Cuvette device history records reviewed and found to meet specifications. No related ncmrs, complaint trends, or CAPA identified. Itc has requested all data required for form 3500a.